Event description:
It was reported that dring a procedure, a driver tip broke off into a locking screw. The surgeon was unable to remove the tip from the head of the screw. The surgeon attempted to remove the tiop without success. A review of the product device history record indicated there were no non-conformances and the parts were manufacured to specifications. The product was disposed of at the hospital and was not available for evaluation. There has been no patient complication reported to-date.

Manufacturer narrative:
No device problems were identified through the product device history record.